Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Patient also experienced pain at the ipg site. Prior to ipg reaching eol patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients system was explanted to address the issue.

Manufacturer narrative:
The report of insufficient pain relief was not confirmed. Analysis of the returned paddle lead did not identify any broken wires, and all segments of the lead passed end to end continuity and inter-channel continuity testing.